Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was broken at the distal clevis hub. The cable segment that contains the crimp was missing from the clevis. To investigate further, the main tube was disassembled, but the cable crimp was not found. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found that the distal end of the main tube had various scratch marks exhibiting light material removal. The scratches were not axially aligned with the tube. No other damage found.

Event description:
It was reported that during a da vinci hysterectomy procedure, the tenaculum forceps instrument was noted to have loose fibers, at the elbow joint, but not separated. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.